Event description:
It was reported that the customer received a motor error and a no delivery alarm. The customer's blood glucose level was 600 mg/dl. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of 752 mg/dl and a no delivery alarm. She had a diabetic ketoacidosis. She was wearing her insulin pump at the time of the 911 call. She was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.